Event description:
It was reported to philips that that the system gave an alert indicating the image disk space was low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and completed by deleting all old images. The philips field service engineer (fse) inspected the system on site and confirmed that the system gave an alert indicating the image disk space was low. Upon troubleshooting, fse reconstructed the image disk but still the issue persists. To resolve this issue, fse replaced ippc. The defective ippc was returned to philips for analysis and found that battery was missing. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.